Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 4/3/2025 there were four (4) no delivery (insulin flow blocked) alarms, listed below: 04/03/2025 00:27:09 alarmalertnotification faultnumber = no delivery (7) during a cl1 food bolus delivery. 04/03/2025 03:21:50 alarmalertnotification faultnumber = no delivery (7) during a cl1glucosecorrection delivery. 04/03/2025 03:22:51 alarmalertnotification faultnumber = no delivery (7) during a cl1 food bolus delivery. 04/03/2025 16:46:13 alarmalertnotification faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment, missing serial number label, cracked select button keypad overlay, stained keypad overlay, peeling keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. High bg anomaly is not confirmed. Insulin flow blocked alarm complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the cannula was bent, an insulin flow-blocked alarm, leaks on the infusion set, and high blood glucose. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved products mmt-332a, mmt-1884l, and mmt-394a. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-394a.